Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis event was unknown. The patient was discharged from the hospital and was recovering. The patient was treated with unspecified antibiotics for four weeks. Approximately two months later, the patient again experienced peritonitis with the same organism followed by four weeks of unspecified antibiotics. Two months later, the patient again experienced peritonitis with the same organism followed by six weeks of antibiotic treatment. The catheter was removed for each event and dianeal therapies were ongoing. The patient recovered from the peritonitis event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.